Event description:
The hcp reported that the patient was experiencing cephalgia, right lower quadrant abdominal pain, nausea and emesis; better after increase in rate. The patient was treated with bilateral occipital nerve blocks. Catheter and pump studies were performed - "intact and functional". The patient recovered without sequela. The medication in the pump is being switched from fentanyl, bupivicaine and clonidine to dilaudid and clonidine next refill due to poor pain control.